Manufacturer narrative:
Additional information: x-ray review. X-ray review: initial construct of l1-pelvis shows kyphotic junction at t12-l1 with loss of saggital balance.this is the likely cause of l1 screw loosening.intraop films from extension of construct to t10 are provides.root cause indeterminate.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent psf surgery at l1-s2 levels for degenerative scoliosis on (B)(6) 2015. Post-op, l1 screw was loosened. Revision surgery was operated to remove l1 screw and placed axial connector at the same level, and extended fusion to th10.